Event description:
It was reported that a patient presented in-clinic for an unrelated, routine generator change procedure. During the procedure, the right ventricular set screw of the patient's pacemaker was found to be stripped. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was stable throughout.